Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "patient scheduled for revision due to loosening/instability. After incision, it was discovered, the post from the insert was broken."